Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer pockets were not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pockets were not detected on the bus. A field service engineer arrived at the site and observed that no hardware failures were reported. The device worked as normal. The system functioned as normal after the field service engineer inspected the device.